Event description:
The atrial lead dislodged and is confirmed on x-ray. The lead will be re-positioned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.